Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding issue was most likely patient condition related since the patient on impella cp support developed bleeding from all access sites. Vascular damage : the root cause of the vascular damage issue was most likely patient condition related since the patient on impella cp support developed bleeding from all access sites, including the pa line site. The team believed that the patient was in disseminated intravascular coagulation (dic).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed bleeding from all access sites, including the pa line site. The team believed that the patient was in disseminated intravascular coagulation. One unit of packed red blood cells and fresh frozen plasma were administered. The patient was successfully transplanted.